Manufacturer narrative:
A cardioquip customer requested an internal water pathway replacement for their device due to a suspected high bacterial load while performing a cleaning procedure. Once the device arrived at cardioquip, hpc testing was performed to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, an internal water pathway replacement was performed to repair the device, returning it to specification.

Event description:
A cardioquip (cq) customer notified cq service that the internal tubing of this device was suspected of contamination during a cleaning and disinfection procedure and requested remediation. Cardioquip performed hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 12/16/2025, indicating device contamination.